Event description:
(B)(4). It was reported that during a percutaneous coronary intervention procedure, plaque shift occurred. (B)(6) 2013 - the patient experienced a myocardial infarction and unstable angina and was referred for cardiac catheterization. The 80% stenosed and 15 mm long target lesion was located in the mid right coronary artery with reference vessel diameter of 3 mm. The target lesion was treated with pre-dilation and placement of a 3.5 x 20 mm promus element plus stent. Post deployment of the 3.5 x 20 mm promus element plus stent plaque shift was noted. The event was treated with placement of a 3.5 x 8 mm promus element plus stent, resulting in 0% residual stenosis following post deployment. The patient was discharged the following day on dual antiplatelet therapy.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).